Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp clarified that the patient stating the "pump was not working for them" was that the previous provider told the patient that they were maxed out on dosage. The pump was functioning correctly. The pump was interrogated and found no issues. The issue was resolved. The pump remained in use. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient stated they are wanting to have the pump removed. The patient stated when they first had the pump put in they were with a different pain doctor and they were allowed to "organize" the pump for what "best suited" them and now the patient has a different doctor and the pump was not working for them so they were going to have it taken out. The patient stated this happened about a week ago. The patient was redirected to their healthcare provider (hcp) to further address the issue.